Event description:
It was reported that, after thr was performed on (B)(6) 2020, the patient experienced three hip dislocations. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. During the surgery the femoral head and the liner were exchanged as planned to achieve stability the patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinically supporting documentation a thorough medical investigation cannot be rendered, nor can the root cause of the reported dislocations be determined. Based on the information provided, the reported adverse event was treated with a revision. Per report, the femoral head and the liner were exchanged by the surgeon as planned to achieve stability. Since it was reported the patient¿s outcome is unknown, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.